Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the procedure was a hip hemi arthroplasty. As final stem was being cemented in place, an emergency had occurred as the patient began to code. As the patient was stabilized, the surgeon decided that continuing the case would be too hard on the patient, so he decided to cover the wound, leaving the trial bipolar head in the patient size 45 bipolar shell, orange retention c-ring, - and 28 +1.5 trial head. The patient was sent to ICU with trials still in with the intention of bringing the patient back to the operating room once she was stabilized enough to finish the case. The patient then passed away that night with trials still in.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.